Manufacturer narrative:
On 5/13/2019, the device was received. The product received was catalog number 3505535bc, lot 6786434. In addition, the patient experienced bilateral waterfall. On 6/4/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6786434, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/15/2019, during analysis of the sample was found rupture and received incomplete. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. . The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: a gel mentor memorygel breast implant 535cc , catalog number 3505004, serial number (B)(4), lot number 6771213. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with gel mentor memorygel breast implant 535cc on the left breast and with gel mentor memorygel breast implant 500cc on the right breast and experienced left implant rupture was discovered during surgery. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 535cc on the left breast implant and with mentor memorygel breast implant 490cc on the right breast implant on (B)(6) 2019.